Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the area was not clean before starting pd therapy. The same day as the onset of peritonitis; the patient was hospitalized for the event to the intensive care unit. The patient was treated with vancomycin 1 gm every day (route and duration not reported) and amikacin 500 mg every day (route and duration not reported). At the time of this report the patient outcome was unknown and the patient remained hospitalized. Action with dianeal therapy was not reported. The patient was to be retrained on the proper aseptic technique ¿once the patient is discharged¿. No additional information is available.